Event description:
In 2006, pt reported increasing back spasms, right leg pain and numbness in toes. Pt has not used device in two years. During epidural, fluroscopy at l5/s1 revealed no visible lead. Pt reported device was explanted in next month, except for a small portion of the lead. Pt reported feeling fine after device was explanted. A follow up report will be sent if additional info is received.